Event description:
It was reported by service report that the headend lift was in the full up position and could not be lowered. It was further reported the headwall data cable was damaged. The customer could not determine if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Results - bent pins on headwall cable.